Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection found that unk - implant ¿ meniscal had only the deployer without plates or suture returned for evaluation. The deployer had signs of use and does not show structural anomalies. The red trigger was found in a normal shape. Foreign matter was found inside the shaft, presumably biological matter. The white sleeve was cracked at the distal end. A functional test was performed to the trigger. The trigger was activated several times, no obstruction or difficulties while deploying were found. It was verified that the pusher shaft tip is sliding out completely from the applier needle. The overall complaint was unconfirmed as the observed condition of the unk - implant ¿ meniscal would not contribute to the complained device issue. Based on the investigation findings, the potential cause could be traced to the procedural variables, such handling of the device or product interaction during procedure. The potential cause for the sleeve condition could be traced to failure to use a malleable graft retractor. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
This is report 1 of 2 for (B)(4). It was reported that during an unspecified surgical procedure, two unknown truespan meniscal devices were used. During the procedure, it was observed that the triggers did not have an audible click, and the first implants would not fire on the devices. This was straight out of the box. Another like device was used to complete the procedure with a delay of five minutes. There was patient involvement. There were no adverse consequences to the patient reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d1, d4, g1, g4 (510k), h4: this report is for an unknown truespan meniscal implant. Part and lot number are unknown. Without the specific part number; the expiration date, UDI number, manufacturing site name, 510-k number and device manufacture date are unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.